Event description:
It was reported that during reprocessing, the bronchovideoscope had image dropouts. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Due to damage on charge-coupled device unit, a noisy image occurred. Based on the results of the investigation, the most probable cause of the reported issue is component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.